Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that the infusion set's tubing came apart from the quick release portion close to the site location while sleeping in the middle of the night. The site location was right side of lower abdomen and the pump was in the right-side pocket. The infusions were stored in the bedroom. The patient was unsure if there was stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. No further information available.